Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. An evaluation of the complaint was completed and the customer's indicated failure mode was not observed. Bd was unable to determine the root cause of the customer's issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during centrifugation 3 glass tube broke with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, translated from (B)(6) to english: customer is using cpt conventional closure glass tubes with sodium citrate (16x125 8ml, 362761). During centrifugation, 3 tubes were broken. Customer reported that the cause was investigated but no specific cause was identified.